Event description:
It was reported that customer was unable to utilize the joysticks on the patient side cart (psc) touchscreen. The customer stated that the display was blank. This in effect caused the psc to be in a down state, making it unusable. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the touchscreen and the patient cart handle sensor (pchs). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the touchscreen for failure analysis investigation. The unit was analyzed and upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit did not function as expected. Upon pressing enable the joysticks button it producing an error 23073. Replicating the reported issue. The patient cart handle sensor (pchs) board was installed, programmed, and tested on the golden system, run 10 power cycles with no issue on startup and no errors or failures were triggered. The unit was able to enable joysticks, move the robot, and complete the helm control test with no issues. The complaint was confirmed and replicated based on failure analysis.

Event description:
Refer to h11 for follow-up information.